Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set was occluded. The following information was provided by the initial reporter: 0.2 bd filter clogged while infusing. Additional information received from the customer: what was the patient outcome? No patient issue. What was the medication/fluid in use at the time of the event? Med was being given at the time was there a delay of, or change in, the course of treatment due to the event? Just increase in length of treatment.